Manufacturer narrative:
One vial of test strip lot 434925-13 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.7-3.3 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3, test 1: 2.9 inr, test 2: 2.9 inr, test 3: 2.9 inr. Results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 14:30, the result from the laboratory using an unknown reagent was 2.8 inr. At 15:30, the meter result was 4.6 inr. The therapeutic range was 2.5-3.5 inr.